Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1632305, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the physician couldn't insert a 5f mynxgrip vascular closure device (vcd) atraumatic tip into the procedural sheath, resistance was felt because the vessel was tortuous.

Manufacturer narrative:
Complaint conclusion: it was reported that the physician couldn't insert a 5f mynxgrip vascular closure device (vcd) atraumatic tip into the procedural sheath, resistance was felt because the vessel was tortuous. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was observed on the catheter, near the shuttle cartridge distal tip. The advancer tube was remain in its manufactured position. The syringe and procedural sheath were not returned with the device. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. The device was inserted through the lab introducer sheath without issue. No resistance was felt during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1632305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not confirmed through analysis of the returned device since the procedural sheath was not returned, and there was no resistance felt during advancement in the lab sample sheath. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (tortuous) or the condition of the sheath since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.